Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The repair history for the referenced scope was reviewed and there was no similar repair event.

Event description:
The service center was informed that the high definition camera head reportedly had no image during an unspecified therapeutic procedure. No patient injury or harm was reported. The device will be returned to the service center for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and the phenomenon not reproduced, it is likely there is no abnormality in the device. We presume that due to dirt on the electrical contacts and adhesion of foreign substance, temporary electrical contact defects were created and the images were not displayed. Olympus will continue to monitor the field performance of this device.